Manufacturer narrative:
Per the clinic, the patient was administered with intraoperative and postoperative antibiotics (specific date, type and duration not reported). Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report. The serial number has been updated in section d4.

Event description:
Per the clinic, the patient experienced a pseudomonas superinfection at the implant site resulting in exposure of the receiver/stimulator (date not reported). Subsequently, the patient was treated with antibiotics (specific type, date and duration not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.